Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported fluctuating blood glucose levels and requested information from tandem technical support regarding bolus calculations as customer is new to the pump. During troubleshooting with cts, bolus calculations were discussed and customer understood. Customer indicated that pump settings would be discussed/reviewed with health care provider.